Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to physical stress, chemical stress, storage environment, etc. The following information is stated in the instructions for use (IFU): ¿·preparation and inspection_ inspection of the endoscope visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement: ¿·important information ¿ please read before use caution: do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal caution: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the reported "leakage issue". Pinhole at connecting tube was observed causing leakage (waterproof failure noted ). Waterproof failure due to the deformed control unit was noted. In addition, inspection found the coating on the connecting tube found peeled off (over 1mm2). Furthermore, the following findings during inspection were noted on the device: connecting tube dented. The channel cleaning brush cannot smoothly go through due to the dented channel tube. Control unit found dirty. Noise on the video due to the breakage of image guide (ig) bundle observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A leakage from insertion section was reported. The issue found at preparation for use. The device was replaced and the intended diagnostic procedure was completed using a similar device. No patient harm reported. No delay in the procedure was reported. No user injury reported. Device evaluation found the coating on the connecting tube found peeled off (over 1mm2). This report is being submitted for peeled coating of the connecting tube found on device evaluation.